Event description:
Customer reported that a nurse hung a dobutamine infusion and 13 hours later the bag was completely full. When the pump module door was opened the tubing was flattened between the upper and lower pressure sensors (between the fingers). Customer is requesting a device event log review. To check programming and see if there were alarms that might have occurred. No pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.